Event description:
It was reported that the patient presented with l4-5 lumbar disc disease with discogenic back and leg pain. The patient underwent minimally invasive percutaneous l4-5 segmental spinal fixation using pedicle screws, rods, cage, local bone graft and rhbmp-2/acs. One month post-op the implant dislodged / migrated. Three months post-op the patient presented with moderate muscle pain. The patient's last follow up exam was performed at 4 months.

Manufacturer narrative:
Concomitant medical products: sextant implantable hardware, boomerang ii cage, rhbmp-2/acs, local bone graft (therapy dates unknown). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. "This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. FDA osb was first notified of these events on the 24th of july 2013."